Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance. No adverse patient effects were reported. Additional information obtained, the lead exhibited high pacing thresholds.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance. No adverse patient effects were reported.